Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of returned device. Visual inspection showed rim was chipped. The fractured portion of liner was not returned. Further visual inspection showed surface scratches and nicks on the rim and inner radius consistent with a multiple use instrument. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the marginal of the provisional liner was broken during surgery. Attempts have been made and additional information on the reported event is unavailable.